Event description:
A saluda medical representative was notified of an explant of evoke spinal cord stimulation (scs) system. No further information has been received at the time of reporting. The exact date of explant was not provided. (B)(6) 2025 is selected as an approximate event date.